Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no other similar complaints. The investigation determined that the reported difficulties were due to circumstances of the procedure. Based on the reported information, the damage to the previously implanted absolute pro ll stent was the result of interaction from the absolute pro stent system during advancement through the pro ll stent to place distally. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional device referenced is being filed under separate a medwatch report number.

Event description:
It was reported that the procedure was performed to treat a lesion in the right superficial femoral artery. Pre-dilatation was performed with an unspecified balloon, and a 6x120mm absolute pro ll self-expanding stent system (sess) was advanced. The stent was deployed without issue, and a 6x60mm absolute pro sess was advanced distally to the previously implanted stent. The second sess faced resistance with the previously implanted stent during crossing, which caused the implanted stent struts to be deformed. The second stent was implanted without further issue, no treatment was performed for the deformed stent struts, and the patient was fine. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.